Manufacturer narrative:
2 of 4.

Event description:
Customer stated that (378231 - bvi, safety knife sideport 20g bx/10) had a retracted shield. There was no patient involvement or injury to patient or user. (2 of 4).